Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain, stiffness, an ultrasound revealing a pseudo tumor, and elevated cobalt levels. During surgery, some corrosion was seen on the trunnion of the stem.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2016-03190, 0001822565-2016-03417.

Event description:
It was reported a patient underwent left hip revision approximately three years post-implantation due to adverse local tissue reaction and tribocorrosion. During the revision, corrosion inside the femoral head and on femoral neck, well-fixed shell and stem, small amount of reactive membrane around the shell which was removed, and a small amount of greater trochanter osteolysis were noted. The femoral head and poly liner were revised. No further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As returned, the conical taper exhibits dark debris. Damage is seen on the bottom surface. No definitive statement can be made about the returned liner. Sem analysis was done on the femoral head. Optical imaging of the morse taper of the modular head showed dark discoloration inside the taper. Sem examination revealed dark-imaging deposits on the backside of the head and within the taper bore. A dark-imaging feature on the backside of the head was found to be a transferred particle of ti6al4v possibly from contact with the femoral stem during insertion or removal surgery or subsequent handling of the components. A deposit-free region of the backside of the head was analyzed and found to be consistent with cocrmo alloy. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.